Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain post implant procedure. An x-ray taken showed that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.